Event description:
The advocate stated the customer received a blood glucose reading of 53 mg/dl from her contour and a reading of 188 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have the customer's meter or reagent with her at the time of the call, so it was not possible to obtain product information or troubleshoot. The advocate was advised to return the test strips for evaluation. A replacement meter was sent to the customer.